Event description:
It was reported that the patient experienced complications during implant surgery, which lasted 7 hours. It was unclear what specific complications occurred. It was also reported that the patient had a bladder infection as well as a colonoscopy, but it was unclear if this was related to the surgery. It was noted that the patient was trying to find a new doctor. Additional information has been requested, a follow-up report will be sent if additional information becomes available.

Event description:
Additional information received reported that the patient was not implanted. This was reiterated on (B)(6)-2012. The patient was never implanted by the health care provider (hcp) originally mentioned. It was unclear if the patient was ever seen by the original hcp provided and there may have been 'a mix up.' On (B)(6)-2012 it was reported that the patient had an appointment scheduled with a different hcp.

Manufacturer narrative:
(B)(4).